Event description:
It is reported that during surgery, a sentinel reamer broke inside of the pt's femoral canal. The surgeon had to debride and pick out the metal shavings from the pt, causing a 45 minute delay in surgery.

Manufacturer narrative:
Eval summary: the fractured reamer has a potential usage of 4 yrs and the cutting flutes have probably lost the cutting strength due to overuse. High pressure at an angle, flexing the shaft too much to ream when the reamer is worn out, or trying to ream a hard bone with the reamer whose flutes are relatively blunt induces stresses on the long shaft leading to fracture. In this case, sem analysis confirms that the fracture is due to fatigue. It is advised to replace the reamers once in 2 yrs for better performance especially if it is used frequently. Eval: as returned, the 11.0mm reamer has fractured into three pieces. The fractures occurred at the junction of the shaft to the body of the device and approx 1" distal to reamer body. The cutting edges of the device exhibit grinding marks. Scanning electron microscopy analysis of the fracture indicates that the fracture occurred by fatigue. Energy dispersive spectroscopy analysis confirms the material to be titanium-nickel alloy tubing. Device history records indicate device manufactured to specification.